Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that mesh eroded into her vaginal wall and caused severe infection. The mesh was partially removed but was still causing constant urinary tract infections, urge incontinence, weak legs, loss of coordination, and pain around the pubic bone. The patient states "the injury was to my vagina where it eroded. The patient stated "where they went in to fit the mesh and then partially remove, it has now prolapsed." No additional information was provided.